Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the liquid runs out of the air oscillator. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.